Event description:
It was reported that the right ventricular lead impedance had been climbing since implant. The impedance was now high and triggered a lead warning. Follow up information indicated the patient is being monitored every few weeks. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead had a high threshold.

Event description:
It was reported that the right ventricular lead impedance had been climbing since implant. The impedance was now high and triggered a lead warning. Follow up information indicated the patient is being monitored every few weeks. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A resistance/impedance increase was noted with steadily rising impedance on the ventricular lead from approximately 2000 ohms in (B)(4) 2010 to over 3500 ohms in (B)(4) 2012. The lead warning occurred on (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A resistance/impedance increase was noted with steadily rising impedance on the ventricular lead from approximately 2000 ohms in (B)(6) 2010, to over 3500 ohms in (B)(6) 2012. The lead warning occurred on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.